Manufacturer narrative:
A field service engineer (fse) went onsite and replaced the power management (pm) printed circuit board assembly (pcba). The fse confirmed that the replacement of the pm pcba resolved the reported issue. The device passed the required performance verification tests per philips standards and was returned to service.

Event description:
Philips received a complaint by the customer on the v60 indicating that the accept button was not functional. It was reported there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer stated they attempted to resolve the issue with the replacement of the user interface (ui) printed circuit board assembly (pcba) and ui assembly but neither action resolved the issue. The rse then advised the replacement of the power management (pm) printed circuit board assembly (pcba) to attempt to resolve the issue. Onsite service is pending.